Event description:
It was reported that the stylet is bent and longer than the needle. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. According to the sample it can be confirmed that the stylet is too long and it is protruding out of the needle. The root cause of the reported issue was found to be related to a personnel in production, who did not assemble correctly the needle especially the cutting of the stylet. The production group was informed about this kind of failure and advised to do visual inspection of the components during the assembling process very conscientiously. UDI information is unknown. Premarket (510k) number is unknown. (B)(4).